Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. In this case, an edwards surgical valve was implanted off-label in the tricuspid position. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event was most likely due to patient factors, progression of patient's underlying valvular disease, and expected wear and tear. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Article citation: kronberg, k., horn, m., mellert, f. Et al. Transcatheter tricuspid valve-in-valve replacement in two patients with ebstein anomaly: technical considerations. Clin res cardiol (2020). Https://doi.org/10.1007/s00392-020-01756-0.

Event description:
Through review of medical article "transcatheter tricuspid valve-in-valve replacement in two patients with ebstein anomaly: technical considerations" the following event was identified as pertaining to an edwards device: a 34-year-old patient with a surgical bioprosthesis implanted in the tricuspid position underwent valve-in-valve procedure due to severe degeneration after an implant duration of approx. 10 years. A transcatheter valve was implanted within the edwards surgical device. Patient presented with shortness of breath and oedema in nyha class iii. On transthoracic echocardiography, the surgical bioprosthesis was observed to be heavily degenerated and sclerosed with a breath depending mean gradient of 10 to 14 mmhg across the valve.

Manufacturer narrative:
H11. Corrected data: corrected h6 conclusion. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease may have impacted the event.